Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation performed through photographs: visual analysis of the photographs identified: the device is observed without fluids. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device has been explanted.